Event description:
It was reported, the patient had pain and swelling around the implant. It was noted, the patient was experiencing cramping as well. It was reported, the patient¿s stimulator had shifted. It was noted, the stimulator had fallen in and was visibly tilted. It was reported, the patient did not get good therapy. It was noted, the patient was waiting to have the device moved from the stomach to the back; the patient was waiting for medicare coverage. It was reported, the stimulator area was bulging. It was reported, the patient¿s device did not stay charged because of where it was placed. It was noted, the patient could not get a good connection to charge. It was reported, the patient¿s skin was intact. It was noted, the patient¿s device did not stay charged and had to recharge more often because of the tilt.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4) .